Manufacturer narrative:
The device was not returned to the service center for evaluation. As part of our investigation, while onsite the ess met with manager to discuss findings. The ess will be emailing the findings and various educational information. The ess also offered a pre-cleaning in-service. To date, the ess visit has not been finalized. The instruction manual states in the ¿reprocessing before the first use/reprocessing and storage after use¿ section that ¿this instrument was not cleaned, disinfected, or sterilized before shipment. Before using this instrument for the first time, reprocess it according to the instructions given in chapter 7, ¿cleaning, disinfection, and sterilization procedures¿. After using this instrument, reprocess and store it according to the instructions given in chapters 5, ¿reprocessing: general policy¿ through 9, ¿storage and disposal¿. Improper and/or incomplete reprocessing or storage can present an infection-control risk, cause equipment damage or reduce performance. The balloons are disposable, and are intended for a single use only; a new one must be used for each patient. Do not attempt to reuse or re-sterilize a balloon.¿ the investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed during a repair reduction observation with an endoscopic support specialist (ess) at the customer¿s site the ebus scope was not pre-cleaned. The ess reported that the facility¿s reprocessing staff was not flushing the balloon channel with the detergent, air, water, and air steps. The scope was wrapped up in a bin. The distal end was found covered with either surgical towels or underneath light guide tubes/or connector. The proper coiling of the scope was not performed. There was no patient infection, patient involvement or device positive culture reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, cleaning was not carried out according to the instruction manual.